Event description:
It was reported that the patient experienced infusion set was leaking at the insertion site on (B)(6) 2026 and the set had been in use less than a day.

Manufacturer narrative:
Initial 1 of 3. E1: event city: (B)(6). Patient country: australia. Name: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.